Event description:
It was reported that customer states tubing of the dignishield sms system was split and allowing stool to leak out. Customer was notified of an issue with multiple dignishields over the weekend where the drainage tubing frayed or cracked and there was stool leakage from the system. Unfortunately, nursing did not save the packaging to identify the lot number. The reported going through 5 devices in a 24-hour period. They wanted to share with them to see if that has been a concern in other institutions and if they have any advice. They have dug into nursing practice and cannot find issues with insertion or maintenance that would have caused this. For context, this is on a teenage male more than 40 percentage tbsa burn patient. They had dignishield used intermittently throughout the 2-month admission to preserve posterior grafts, and there has not been any significant changes in their care that they would see could have caused that. It was reported that they continue to had the same issue with splitting down the seem of the unknown dignishield primary tubing. They had not been able to retain the defective products. They were usually discarded on off shifts when they not available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer states tubing of the dignishield sms system was split and allowing stool to leak out. Customer was notified of an issue with multiple dignishields over the weekend where the drainage tubing frayed or cracked and there was stool leakage from the system. Unfortunately, nursing did not save the packaging to identify the lot number. The reported going through 5 devices in a 24-hour period. They wanted to share with them to see if that has been a concern in other institutions and if they have any advice. They have dug into nursing practice and cannot find issues with insertion or maintenance that would have caused this. For context, this is on a teenage male more than 40 percentage tbsa burn patient. They had dignishield used intermittently throughout the 2-month admission to preserve posterior grafts, and there has not been any significant changes in their care that they would see could have caused that. It was reported that they continue to have the same issue with splitting down the seem of the unknown dignishield primary tubing. They had not been able to retain the defective products. They were usually discarded on off shifts when they are not available.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.